Event description:
According to the initial information received, the 18mm amplatzer septal occluder (aso) was too small and was replaced with a 22mm aso. After release from the delivery cable the 22mm aso embolized. The aso was percutaneously removed with a snare. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The 22mm aso was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the patient's embolization remains unknown.